Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment of general surgery procedure was performed when the issue happened, and the procedure was completed as planned and restarting the system. The field service engineer (fse) visited onsite and checked and confirmed the reported problem. After reviewing the log file, fse found maquet table communication issues that confirm the reported problem. Upon troubleshooting, fse confirmed an interface issue between philips azurion and maquet magnus table causing operational halts due to excessive messages. To resolve the issue, fse upgrading the azurion software. After repairs were completed, the system was returned to use in good working. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received the procedure completed by restarting the system. If a loss of the rotational stand or c-arc movement occurs during a procedure, a warm restart or a cold restart may be performed to resolve the issue. By using these mitigations provided by the design of the device, the loss of rotational movement issue may resolve, allowing for continuation and completion of the procedure. Therefore, if the loss of motorized rotational or angulation movement is restored with one warm or cold restart and the procedure is completed, it is unlikely that the loss of movement would result in a death or serious injury. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the c-arm movements froze. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.